Event description:
A nurse unit manager reported that a system message was displayed and the lamp did not turn on during surgery. The procedure was completed using an auxiliary light source. There was no harm to the pt.

Manufacturer narrative:
Investigation included root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).